Event description:
A pt reported experiencing inaccurate low results with a one touch basic original meter. The pt's blood glucose results were 25mg/dl, 104mg/dl, 242mg/dl. Tests were done within <10 minutes with a difference of 104%. Pt did not experience any adverse events. No further info has been reported.